Manufacturer narrative:
Continuation of d10: product ID: 97755-s; serial#: (B)(6); product type: recharger. Product ID: 97745nt; serial#: (B)(6). Product ID: m995402a001; serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having issues charging their implant. Patient stated that the controller battery would deplete before the implant was fully charged. Patient mentioned that they will get the finished message when the implant is only at 50% and that the implant has never charged above 70% since they have been implanted. Patient noted that it would take about an hour before the controller light would start blinking yellow. Agent asked patient if there were any messages that would appear on the controller when the light would blink yellow and patient stated there were no messages but a triangle would display for the implant battery. Patient stated that they have worked with a mdt rep before due to previous issues with not knowing how and where to place the recharger. Agent understood this to be at follow-up and check-up appointments. Agent walked patient through a controller reset. Patient confirmed controller powered on. Patient confirmed no physical damage on recharger. Agent attempted to have patient attach the recharger but patient noted they are bedridden and laying in bed currently and do not have a caregiver to help them. Agent advised the patient to call back when they are with a caregiver to finish the troubleshooting. Patient reported they will try and call back tomorrow with a caregiver to finish the troubleshooting. Additional information was received from patient stating they have the equipment with them. Patient repeated that the ins will stop charging at 50 percent, and it will then say "finished". Recharger (rtm) cord looks intact. Controller port looks intact. A replacement recharger (rtm) was sent out. No symptoms were reported. Patient called back in stating they received their replacement recharger, but the controller battery goes down when charging implant. Patient stated they check their implant charge every 30 minutes, and patient stated they noticed the controller depleting, and cannot get a whole hour of implant charging out before the controller depletes fully. Patient stated the blinking green light goes to yellow and says recharging needs attention. Patient did not recall any other error codes or alert messages. Patient stated they will charge the controller back up and continue charging, and the recharger works great to recharge the implant and can get to excellent quality right away. Patient stated they texted medtronic rep (B)(6) (last name unknown) this morning and asked where to buy a new battery. Agent reviewed repair process. Agent had patient remove battery pack and plug controller into the ac power supply. Patient confirmed controller powered on. Patient reinserted battery pack and confirmed green flashing light. Patient confirmed controller charges up, but depletes rapidly. Agent asked patient to start charging session of implant, but patient stated they could not as they are bed ridden. Patient confirmed charging starts at excellent quality right away. The issue was not resolved. An email was sent to repair to replace the li battery pack. Patient called back and repeated previously documented information. Patient added that they had received the replacement battery pack; however, yesterday the following software problem message appeared: 1. Intellis 2. 3.6 3. 58 4. Qf_new. Agent had patient reset controller and patient confirmed message was cleared. Patient noted no visible damage to controller battery compartment pins. Patient commented they charged their controller yesterday and their controller showed 100% and ins low. Patient was unable to initiate an ins charge session while on the call, due to not having someone present to help. Patient noted that ins will be charging excellent and they won't move, but the yellow light will start blinking and also stated they have only been able to charge their implant to 100% one time, as it will maybe go to 40, 50, or 60% and then display finished. Agent reviewed "sleep mode" as well as ins charge "stop" button and checking charge speed/temperature. Patient will monitor and call back if issue persists. Pt called back and in and reported that their implant had only recharged to 40% after 2 hours of recharging. The controller was in the yellow. Agent sent an email to repair to replace the controller. Agent re-directed the pt to their managing hcp if the replacement did not resolve the recharging issues. Pt mentioned that stimulation was not addressing the correct location. It was reported that the patient stated to resolve the "stimulation was not addressing the correct location" issue, they are going to install another device.

Manufacturer narrative:
Correction: b2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.